Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220. During the procedure, the pump max was turned on, yet no vacuum was created and the physician was unable to aspirate. The procedure continued using a syringe for manual aspiration.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Lot # correction from f09147-39 to f11347-29. Expiration date is not applicable for this device. Device manufacture date correction from 12/03/2013 to 03/01/2014. Result: there was no visible damage to the exterior of the pump. Conclusion: the complaint has been evaluated. The complaint indicates that even though the pump was on, no vacuum was created and the physician was unable to aspirate. Evaluation of the returned pump revealed that upon powering on, no vacuum pressure could be created. The fan inside the pump was the only thing running. The pump did not work properly. The root cause of this complaint cannot be determined. The manufacture of the penumbra aspiration pump is an outsourced process. Penumbra's supplier quality has been notified. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.